Manufacturer narrative:
This MDR supplemental has a change in reportability based on the original record MDR task was listed as a duplicate. The listed MFR report # 2243072-2022-00278 off of parent record (B)(4) has been cancelled and listed as a duplicate.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer is having green top tube vacuum issue.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer is having green top tube vacuum issue.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.